Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, as well as a pump error. Customer's blood glucose level at the time was unknown. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected pump error 28 or excessive no delivery alarms noted during our testing. The insulin pump was received with scratched casing, minor scratches on the lcd window, peeling display window cover and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.